Event description:
Patient's family member called to report that pt's lfs, ot original meter gave their inaccurately readings, which lead pt to be hospitalized for 2 days. Family member mentioned that in 2002, patient tested their bg after lunch and obtained a bg of 94mg/dl. Around 4:30pm, paitent went to the ER, because pt was not feeling well. Pt had difficulty breathing, so family member took pt to the hosp because of that. Patient did not test their bg prior of going to the ER. In the ER, patient's bg was over 600mg/dl (exact bg reading unknown). Patient was treated with 1 bag of insulin drip and was also treated for high blood pressure. Diagnosis in the hospital was high bg and congestive heart failure. Pt was in the hospital for 2 days. Ccr sent patient a replacement meter.